Event description:
During preventative maintenance of the device, the field service rep reported that the control knob was loose. Since the event occurred during preventative maintenance, there was no pt involvement during this event.